Event description:
The reporter did back to back (rapid succession) blood glucose tests reporter's results were 44 and 58mg/dl. Reporter did not have any symptoms. A control solution test was not done due to unavailability of supplies. On followup, the reporter had done three tests within minutes, with results of 44, 58 and 270 mg/dl. Rpeorter will call back if necessary. No harm was alleged.